Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or no delivery test due to motor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube thread sand cracked reservoir tube lip.

Event description:
Customer's wife reported via phone call that customer received a motor error alarm. Customer's blood glucose was 388 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed nine motor error alarms within the last month and no motor position encoder error alarm. It was also reported that customer went to the hospital at night with blood glucose of 408 mg/dl. Customer was advised that insulin pump would need to be replaced.